Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems and dyspareunia. The patient underwent a hysterectomy on 2005 or 2006. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of posterior rectocele vaginally repaired with mesh, sacrospinous fixation, and perineorrhaphy during mesh implantation.